Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed percutaneously. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later post filter deployment, filter retrieval was attempted. 21-gauge micropuncture kidney needle was used to gain access into the right internal jugular. A 4 french micro-dilator system was advanced and a amplatz wire was placed into the inferior vena cava and the 9 french by 55 cm the liver was sheath was to be flushed it was discovered that there was cot aspirated. A pigtail catheter was placed through the sheath and advanced into the right common femoral vein where a venogram was performed revealed fairly extensive nearly occlusive thrombus within right common iliac vein. There was also a large filling defect seen within the infrarenal cava with the tract of the filter. At that point, the pigtail catheter was advanced into the left common femoral vein where a venogram was performed revealed eccentric filling defect along the common iliac vein. The extra iliac vein was patent with some small amount of thrombus. The venogram performed through the sheath revealed a several large filling defects within the inferior vena cava including under the filter. Very small clot seen extended just cephalad to the filter. It was deemed not to be safe to remove the existing filter. The sheath was removed, and hemostasis achieved with manual compression. After eight months, filter removal attempt was performed. Access was obtained into the right internal jugular vein using a 21-gauge micropuncture kit needle under ultrasound guidance. A 4 french micro dilator system and an 8 french x 45 cm brite-tip sheath was advanced into the inferior vena cava. There were no filling defects seen. Subsequently, the right common femoral vein was selectively catheterized and injected. Inferior venacavogram revealed no clot within the filter. There was significant caval wall penetration, particularly over some of the legs along the right lateral margin. Several attempts were made to snare the hook of the filter, but that was embedded. There was very small window between neck of the filter and the inferior vena cava wall. After several unsuccessful attempts, the base of the neck of the filter was grabbed. The filter was able to remove successfully. A postprocedural venogram revealed no evidence for extravasation or venous stenosis or thrombus. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt and filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed percutaneously. The current status of the patient was unknown.